Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. No macrodislodgement or insulation issues were observed during fluoroscopy. The physician decided to put the patient on drug therapy to rule out any involvement of the patient's condition with the increase in the lead's pacing threshold. The patient will be re-evaluated after a week. Additional information indicates that patient feels phrenic nerve stimulation during high output rv stimulation. The physician assumes a micro-dislodgement of rv lead. A rv lead revision was planned. The rv lead remains in service. No adverse patient effects were reported. Additional information was received that indicates that the rv lead was replaced. The rv lead was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.